Manufacturer narrative:
The cage remains in situ. Neither the part number nor the lot number were provided, and no radiographic imaging was submitted for review. As a result, the event could not be confirmed. Due to the limited information, a definitive root cause could not be determined. Alphatec spine is submitting this report in accordance with FDA regulations under 21 cfr 803. Any fields left blank reflect information that was not known at the time of submission. Should additional details become available, a supplemental report will be submitted accordingly.

Event description:
Approximately three months postoperatively, radiographic imaging revealed a collapse of the expandable cage. The patient remains asymptomatic, and no revision surgery is planned at this time.